Event description:
Patient contacted an emergency doctor on (B)(6) 2013 because his blood glucose was "hi" mg/dl. The doctor admitted him to the hospital, and he was diagnosed with diabetic ketoacidosis and treated with insulin via syringe. His blood glucose decreased to 270 mg/dl. He reported the infusion device often displays e4 occlusion errors and he no longer trusts that it's functioning correctly. He was still hospitalized at the time of the report and will likely be discharged on (B)(6) 2013. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to a handling error of the product. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 errors were found in the history list, and the e4 errors were not cleared according to the user guide. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. The occlusion limits were tested successfully and meets the specifications.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.